Manufacturer narrative:
At this time, the product will not be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient had a cardiac procedure and fell out of bed onto their chest. Subsequently, the right ventricular (rv) lead exhibited a high pace impedance greater than 2,000 ohms and high pacing thresholds. The fall was thought to be the cause of the issues. During the replacement procedure, this lead was not tested via pacing system analyzer. Images were acquired, however any observations with the lead were inconclusive. The physician expressed no further observations. The lead was abandoned surgically and was successfully replaced. No additional adverse patient effects were reported.